Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient fell (they think this happened (B)(6)) and landed on their right arm and knee (same side as ins). The caller stated that the patient fractured their knee cap, so they were in rehab at the time of the call. The caller stated that for about a week the patient has been feeling stimulation every 3 hours that seems to make the patient urinate, and the patient has very little time to make it to the bathroom once they feel the urge to urinate. The caller stated that the patient's ins was indicated for urinary frequency, but they were unclear as to what the patient's baseline frequency was prior to using the therapy. Agent reviewed programming considerations. The caller decided to try a different program. The patient was on program 3, so the caller tried programs 4 and 5 but the patient did not feel any stimulation. The caller switched back to program 3 and increased the amplitude, but the patient still didn't feel any stimulation. The caller confirmed that the patient felt stimulation in the past. The caller was advised to have the patient follow up with their healthcare provider (hcp) to have the ins checked, especially given that they fell on the same side as the ins. The caller mentioned that they just got off the phone with the hcp and the hcp said they would call the patient's manufacturing representative (rep). The caller said they would call the hcp's office back.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.